Event description:
The customer reported to beckman coulter (bec) that they were getting a puddle of clenz leaking from the back of the coulter lh 750 hematology analyzer during a start up. The volume of the leak was 25 ml and was not contained within the analyzer. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a leak at the pinch valve vl61. The fse replaced the I-beam tubing at the vl61 that fixed the leak. While on site, the fse observed peltier temperature out of limit error. Upon further inspection, the fse discovered a defective peltier module. The fse replaced the peltier module and cable that fixed the peltier temperature out of limits error. Failure mode was attributed to the leak in tubing at vl61. However, the instrument generated a peltier temperature error (that was missed by the operator) to alert the operator to an instrument problem (B)(4).